Event description:
Additional information later reported that it was a post-operative wound infection; no pump "event" occurred. Patient continues antibiotic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following pump implant, patient complained of general malaise and "not feeling good." Redness over the lateral aspect along catheter tract was observed, concluded as generalized cellulitis over the area. The entire system was explanted and patient was referred to infectious disease healthcare provider (hcp). Preliminary culture grew bacillus - mycobacterium fortuitum. It was also noted that "infection also involved pump when explanted." Patient was reportedly doing well since removal, was being seen by/under the care of infectious disease.